Manufacturer narrative:
The evaluation of the returned lens revealed that the lens was within specifications. No defects were noted.

Event description:
Surgeon reports the patient had a very "sticky" cortex. During irrigation and aspiration there was a partial zonular tear. Upon insertion of the lens, the haptic got hung up on the insertion forceps and the lens unfolded backwards. This resulted in a tear in the posterior capsule and necessitated an anterior vitrectomy. The lens was then removed and replaced with a pmma lens placed within the sulcus.